Event description:
It was reported that this pacemaker was explanted less than four years post implant. It is unclear if another device was implanted in its place. Besides intervention, there were no other adverse patient effects reported. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted less than four years post implant. It is unclear if another device was implanted in its place. Besides intervention, there were no other adverse patient effects reported. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be received in the future, an updated report will be issued.